Event description:
It was reported that a large volume infusor leaked into its outer bag. The device had been filled with bupivacaine. There was no patient involvement. No additional information is available. This is report 2 of 5.

Manufacturer narrative:
(B)(4). This lot was manufactured june 6, 2014 to june 7, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.